Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 3 caused the station not to power on. A field service engineer resolved the issue by replacing all the pcba cards in the rear panel for drawer 3. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a blank screen interface, preventing the user from dispensing a medication. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.